Event description:
It was reported that the patient had over 40 hospital stays due to over 50 inappropriate shocks and experienced burning sensation from the lead. The lead was replaced in (B)(6) 2009.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was receive. (B)(6).